Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited post paced t wave oversensing. There were no consequences to the patient. Programming changes will be made when patient present to the clinic.

Event description:
New information received indicating that no intervention was performed. The patient was asymptomatic to the event and would be continued to be monitored.